Event description:
A surgeon reported having a patient with a discolored, opacified intraocular lens (iol). Additional information was received from the surgeon, who reports having performed a yag laser in the past. Following the procedure, there was no change in the slit-lamp impression. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause could be identified by the investigation. No serial/lot number or sample was provided by the customer. File will be reassessed if new data/photos are provided. Action taken: complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. (B)(4).